Event description:
It was reported an internal electrical component burned. Our inspection of the unit revealed a broken thermostat, resulting in a 1/2" burn hole in the fabric foundation of the unit. In addition, several metal restraining clips were broken and the entire unit was severely crushed, indicating that it had been used under pts and in conjunction with a rolling massage bed - both of which are clear violations of our user warnings and instructions. We determined that this report was attributable to misuse on the part of the user.